Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 310 mg/dl at the time of the event. The infusion set had been used for less than one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.